Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number: (B)(4). Complaint description: 04 jul 2017. Medical records received. After review of medical records for MDR reportability it was reported that the patient was experiencing pain, discomfort and elevated metal ions. Patient was scheduled for a revision on (B)(6) 2015, however it was cancelled after the patient's bp dropped to 40-80 systolic when general anesthesia was given. Laboratory results for metals ions were above 7ug/l. There was no report of another scheduled revision. Update jun 15, 2017: pinnacle snapshots received. Updated date of revision. Added cup to the complaint. This complaint was updated on sep 27, 2017. Update ad 5 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of pinnacle medical records. After review of medical records, the patient was revised due to pseudotumor . Clinic visits also reported swelling of the left leg which is slowly getting worse, bluish discoloration of the left leg, metallosis, and poor venous return. Laboratory results shows metal ion levels above 7 ppb. Doi: (B)(6) 2007; dor: (B)(6) 2016; left hip.